Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead dislodged into the superior vena cava (svc). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.